Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s hospitalization for confusion, lower extremity edema, and uremia, which required hospitalization and ccpd therapy on a hospital-based cycler (manufacturer not provided). The definitive etiology of the serious adverse events is unknown; therefore, causality could not be firmly established. However, based on the patient¿s history of compliance the hospital intensivist, the nephrologist, the pdrn and the patient all alleged the patient¿s liberty select cycler delivering inadequate therapy is what caused the serious adverse events. Based on the information available, the patient¿s liberty select cycler cannot be excluded from having a possible causal or contributory role in the development of the serious adverse events experienced by the patient. Given the allegations of device malfunction by multiple people, the patient¿s ability to undergo ccpd therapy on a different device without any reported issues, the patient¿s history of compliance, and no manufacturer evaluation of the suspect device; there is insufficient information to determine the root cause of the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's pd registered nurse (pdrn) stated the patient was admitted to the hospital on (B)(6) 2025 due to feeling foggy and having swelling. The discharge date was (B)(6) 2025. The pdrn stated this was related to the pd treatment. During the hospitalization, the patient underwent pd, and the pdrn confirmed the patient did not switch modalities. The pdrn stated she spoke with the physician, who informed her the patient was uremic. During follow-up, the patient¿s pdrn confirmed the patient was hospitalized on (B)(6) 2025 for confusion, lower extremity swelling, and uremia (the discharge summary did not mention any heart issues. The pdrn stated the patient is very compliant and was performing his ccpd as prescribed. As such, it was the opinion of the hospital intensivist, the nephrologist, the patient, and the pdrn that the liberty select cycler was not providing the patient with adequate therapy. Per the pdrn, the patient is using the replacement liberty select cycler with no reported issues and has recovered from the serious adverse events. The pdrn confirmed the patient underwent ccpd therapy while hospitalized without any reported issues and cited this as evidence of a liberty select cycler malfunction and/or deficiency.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient's pd registered nurse (pdrn) stated the patient was admitted to the hospital on (B)(6) 2025 due to feeling foggy and having swelling. The discharge date was (B)(6) 2025. The pdrn stated this was related to the pd treatment. During the hospitalization, the patient underwent pd, and the pdrn confirmed the patient did not switch modalities. The pdrn stated she spoke with the physician, who informed her the patient was uremic. During follow-up, the patient¿s pdrn confirmed the patient was hospitalized on (B)(6) 2025 through (B)(6) 2025 for confusion, lower extremity swelling, and uremia (the discharge summary did not mention any heart issues. The pdrn stated the patient is very compliant and was performing his ccpd as prescribed. As such, it was the opinion of the hospital intensivist, the nephrologist, the patient, and the pdrn that the liberty select cycler was not providing the patient with adequate therapy. Per the pdrn, the patient is using the replacement liberty select cycler with no reported issues and has recovered from the serious adverse events. The pdrn confirmed the patient underwent ccpd therapy while hospitalized without any reported issues and cited this as evidence of a liberty select cycler malfunction and/or deficiency.